Manufacturer narrative:
See manufacturer¿s report 3004209178-2018-05362 for the patient¿s other device issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient¿s first ins went dead ¿sooner than it was supposed to¿. The patient stated that it lasted about 3 years and they did not know why it died. No symptoms were reported in the event. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.